Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported while he was in fill tubing process, insulin started squirting out. Customer confirmed that the issue recurred for several times. Customer confirmed that insulin pump doesn't have any cracks. Customer confirmed that there was scratches on the insulin pump. Customer confirmed that drive support cap intact. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.